Event description:
During a clinic follow-up, episodes of far-field r wave oversensing and automatic mode switch were observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Implant date is estimated to be in 2020.

Manufacturer narrative:
Manufacturer report 2017865-2022-08480, should not have been reported as a medical device report (MDR) as the product does not have an allegation of malfunction.